Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided the reported unspecified tissue injury (septal leaflet tear) resulting in single leaflet device attachment and tricuspid valve insufficiency/regurgitation is due to the anatomy and coaptation gap. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 mixed tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. It was noted that imaging was challenging. Two triclip xtws were implanted, one on the anterior and septal leaflets and the other on the septal and posterior leaflets (s/p). The tr was reduced to grade 1. On (B)(6) 2025, a the triclip on the s/p was detached from the septal leaflet. A single leaflet device attachment (slda) was observed. The septal leaflet was torn and the tr was grade 2. Per the physician, the slda occurred due to the anatomy and coaptation gap. The tr result was acceptable and no further treatment was required.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 mixed tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. It was noted that imaging was challenging. Two triclip xtws were implanted, one on the anterior and septal leaflets and the other on the septal and posterior leaflets (s/p). The tr was reduced to grade 1. On (B)(6) 2025, a the triclip on the s/p was detached from the septal leaflet. A single leaflet device attachment (slda) was observed. The septal leaflet was torn and the tr was grade 2. Per the physician, the slda occurred due to the anatomy and coaptation gap. The tr result was acceptable and no further treatment was required.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.